Event description:
It was reported the patient's blood glucose level rose to 16.7 mmol/l (300 mg/dl) while wearing the pod between 37 and 48 hours. While wearing the pod it was found to be leaking, causing the pod's adhesive to separate from the infusion site (arm). When the pod was removed from the infusion site, the pod's cannula was found to be dislodged. It was also reported the patient had "occasional blood on the dressing". As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula. Cloud - locked down/smartphone data not available, cloud - omnipod 5 software app version data not available, cloud - smartphone operating system data not available, cloud - smartphone hardware data not available, cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.